Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use states ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ based on available information, the reported unintended movement (sleeve steering issues) appears to be due to user error, as the user misaligning the alignment markers. The reported poor image resolution is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Medical device problem code 2017: failure to follow steps the device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). There was difficulty with imaging due to large atrium. The clip delivery system (cds) was being loaded in the steerable guide catheter and it was turned while loading to match the blue to blue line. The cds was advanced to the left atrium but it was noted that the cds was miss-keyed because of the way it responded to the m knob. The cds was removed and exchanged for a new cds. The new cds was advanced and grasping was performed but was unable to grab both leaflets. Therefore, the physician chose to abandon the case. There were no clips implanted and mr remained at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.